Event description:
It was reported that the device exhibited an unexpected longevity of three years. The device was explanted and replaced. Additionally, the right ventricular (rv) lead exhibited a loss of capture. Further testing was unable to determine the cause of the loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2010; 4396, implantable pacing lead, (B)(6) 2010. (B)(4).